Event description:
On 10/14/96 an aus device was implanted. On 11/14/96 the pt reports he experienced urinary retention and was catheterized. "On 11/26/96 the catheter was removed and pt was able to urinate on own. On 12/19 the device was activated and was very happy with it, although urine stream was a mere dribble and had to pump it two or more times to empty by bladder. Things went fine for about 3 weeks and then began to experience leakage. Another cysto was done and it was determined that the cuff had eroded into the urethra and had to be removed, which was done 1/23/97."